Event description:
Healthcare professional reported a right side deflation. Patient representative reported "plaintiff returned to the doctor with complaints that their right breast "[sat] lower than left" after a brief physical examination, the doctor told plaintiff that they needed surgery to remove and replace both implants because right implant "was probably defective," but that the surgery would be at no cost because it was covered by allergan's warranty. The doctor and/or staff gave plaintiff a written surgical estimate that stated plaintiff had a "right deflation" and needed "bilateral replacement" at no charge, but that plaintiff would need to pay a small fee by money order for a new warranty. The plaintiff presented to the doctor for their fourth breast surgery with doctor. In the surgical intake form, plaintiff wrote that they wanted their breasts to be "bigger", that they wanted "more cleavage," and that they wanted their breasts to "sit evenly". Upon arrival, the doctor and/or staff had plaintiff sign an "authorization for and consent to surgery or therapeutic procedures" that stated they had a "right deflation" and needed "bilateral replace saline." A preoperative photograph taken that day of breasts demonstrates that they had did not have a rupture, deflation, or leak at either of their breast implants. In the operative report and or record, the doctor documented their preoperative diagnosis a "right deflation". In the operative report, the doctor further documented that upon dissecting down to the right breast implant capsule, the "right implant was found to have approximately 50% deflation with (tissue/leak at valve) and removed." The left implant was found to be intact, but it was also removed. Both implants were replaced with allergan saline implants. The doctor failed to document the amount of saline they used to inflate the implants. The doctor and/or staff had plaintiff sign an allergan saline breast implant warranty claim form that stated they had a spontaneous rupture, deflation, or leak at right breast, and that as a result they had to undergo surgery to remove and replace both implants. The doctor then sent the removed implants and completed warranty claim form to allergan's product support department, from which they were forwarded to the device analysis laboratory. After conducting an analysis of the implant, the device analysis laboratory found no basis for the claimed spontaneous rupture, deflation, or leak. Nevertheless, the doctor received a warranty check from allergan for the returned implants." This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2015. (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: white particle material was noted on the inner surface of the device. Yellow particle material was noted on the inner surface of the device. Black particle material was noted on the inner surface of the device. Black particle material was noted on the outer surface of the device. Brown particle material was noted in the fill channel of the diaphragm valve. No leakage was detected. A broken valve seat at the diaphragm valve was noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; (tissue/leak at valve).